Event description:
The customer contacted baxter's service center regarding assistance with ending therapy; which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) had disconnected during the initial drain, and the hc pulled air into the line. The technical service representative (tsr) assisted the hp with ending therapy and advised the hp to start over with new supplies. The hp would end therapy for the night, because they were too tired to start over. The tsr advised the hp to contact their nurse about the missed therapy. Baxter product surveillance contacted the home patient (hp) on (B)(4) 2012 regarding reported problem. The hp stated that they did not have any alarms that night but they had some draining difficulties. They stated they were not draining well, so they disconnected from the set. The hp stated that they called their registered nurse (rn) as well about the situation, and the registered nurse (rn) told them to start over with new supplies. The hp stated they were too tired to start over with all new supplies, so they just changed out the drain line and they were able to continue fine. The hp stated they have not had any further problems since then. They stated there was no medical intervention caused from the reported problem, and their therapy overall is going very well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient, who disconnected non-aseptically from the disposable set during therapy. The label review found the patient at home guide to be adequate for the use error in this incident.